Event description:
It was reported that revision surgery was performed due to pain on (B)(6) 2011 caused by acetabular cup dislocation 12 months ago. The patient has had personal delays to the surgery over this period. Primary surgery performed in (B)(6) 2006.